Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD),which is part of the shortened replacement window advisory (B)(6) 2007, population product advisory initially communicated on (B)(6) 2007, reached end of life (eol) and was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.